Event description:
A report was received that the patient was experiencing pocket pain. The physician plans to explant the patient.

Manufacturer narrative:
Additional information was received that the explant will not be performed at this time. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pocket pain. The physician plans to explant the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, (B)(4), model description: artisan surgical lead with platnalock technology - 50cm.